Event description:
It was reported to medtronic minimed that the customer received an insulin flow blocked alarm and experienced hyperglycemia. The customer blood glucose value was 273 mg/dl. The event involved product mmt-1880,mmt-442ak,mmt-342. Troubleshooting was performed. Customer reported recurring alarms even after troubleshooting. Customer had tried all remedies however the recurring alarms issue was not resolved. No further patient complications were reported. No product return was required for mmt-442ak,mmt-342. Mmt-1880, was requested and customer response was the device will be returned. The customer will discontinue the use of the device mmt-1880.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Unit passed dat at 0.0871 inches. No unexpected insulin flow blocked alarms noted during testing, and p-cap locks properly into the reservoir compartment. Unit successfully downloaded to thump. Unable to verify high bg's. No delivery alarm and bolus not delivered was not found in the history file or traces on event date of 24-apr-2025 or two days prior. Pump was cut to perform visual inspection and found evidence of no physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: scratched case. No delivery/occlusion alarm, unexpected insulin flow blocked alarm was not confirmed. Unable to verify high bg's. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.